Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the computer switches off suddenly. When the computer was first connected to power the system will shut off after several seconds, then restart again on its own. The computer will intermittently power down while running an application. Re-seated the ram modules with no change. The reported event was confirmed to be caused by a motherboard malfunction in the computer. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed a navigation system check-out, hardware and application testing areas passed. Software test failed at computer boot-up. On (B)(6) 2015 a medtronic representative, following-up at the site, reported replacing the navigation system computer, and performing planned maintenance (pm), several functional checks, electrical safety test. The navigation system was in good working order. System performed as intended. Issue resolved. Return requested for navigation system computer. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in a cranial procedure, the navigation system computer shut-down unexpectedly. No further details regarding the unexpected shut-down, or when in the procedure it occurred, were provided. The surgeon opted to discontinue the use of the navigation system and continued the procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome.